Event description:
Deployment of the tulip filter in the vena cava noticed two of the filter legs appeared to be crossed. The right side of the device did not seem to have fully expanded. During deployment the device looked fine while unsheathing, as the filter was slowly released. Examination of a lateral view of the deployed device, utilizing a c-arm, could not determine the cause of the crossed legs, nor detected any anatomical condition that may have contributed to the event. No visible damage to the filter was noted. The filter was left in the pt in the manner deployed.